Event description:
It was reported that during a laparoscopic sleeve, the blade stopped advancing midway during firing while the motor continued to run, and the device displayed an adapter error. A gap was noticed between the shell and adapter. The device required separation and reattachment to attempt a refresh, and the blade was pulled back in for safety. The device was then removed, reassembled, and disassembled. Another handle, adapter and reload were replaced to finish the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial number: (B)(6)) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial number: (B)(6)) sigpshell, sig power sigpshell control shell, (lot number: (B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: d3, d4(UDI) additional info: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sigmoid, the blade stopped advancing midway during firing while the motor continued to run, and the screen displayed the yellow lane aligned with the adapter symbol. A gap was noticed between the shell and adapter. The device required separation and reattachment to attempt a refresh, and the blade was pulled back in for safety. The device was then removed, reassembled, and disassembled. Another handle, adapter and reload were replaced to finish the procedure. No patient complications have been reported as a result of this event.